Manufacturer narrative:
Concomitant medical products: collamer ultraviolet-absorbing posterior chamber three piece foldable intraocular lens. No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon inserted a cq2015a collamer three piece lens, +19.0 diopter, and the lens haptic tore. The lens was removed within the same surgery, with no patient injury. The backup lens was implanted with no problem. The reporter indicated the cause of the event was unknown.

Manufacturer narrative:
Device evaluation: lens was returned in liquid, in a lens case/vial. Visual inspection found the haptic torn. Claim# (B)(4).